Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. Facts obtained in the investigation: it was confirmed that there was a foreign body on the forceps rise. Due to clogging of the nozzle, it was confirmed that the water removal capacity was below the standard value. It was confirmed that there was no information on reprocessing of the facility. It was shipped in a state where there was no manufacturing abnormality after checking the manufacturing record. Therefore, although the suggested phenomenon was confirmed, no further presumed cause could be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. There was no patient involvement.

Manufacturer narrative:
During inspection and testing, foreign material found in the forceps elevator was suspected to be due to insufficient cleaning of the device. The reported issue (reduced angulation) was confirmed and found to be due to wear of the angulation wire. The reported issues (abnormalities of ultrasound image, and snaky insertion tube) were not confirmed or duplicated. In addition, service found the suction cylinder was shaved, the water removal ability was out of specification due to a clogged nozzle, the adhesive on the bending section cover was detached, there was play in the angulation knob due to wear of the angulation wire, and the bending section cover was discolored. The universal cord was dented and scratched. The objective lens was chipped, the distal end was scratched, the scope connector was scratched, switch button #1 was scratched, the image guide protector was scratched, the scope cover was scratched, the grip was scratched, and the acoustic lens was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the displayed ultrasound image was not good intermittently, the angulation was low, and the insertion tube was snaky. The reported issues were found while reprocessing the subject device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed around the forceps elevator. This report is being submitted for the foreign material. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.